Event description:
The customer reported a tandem mobi cartridge alarm which resulted in their blood glucose level reaching 560 mg/dl. To address the high blood glucose, the customer administered a correction bolus using the pump after the alarm was cleared and resolved. There was no assistance required from any third party, and the customer successfully resolved the issue by reloading the existing cartridge and resuming insulin delivery. Cts to replace pump. Customer will continue to use current pump.